Event description:
Customer reportedly obtained a result of 184mg/dl and was having hypoglycemic symptoms. Customer was given juice by her daughter. No medical attention sought or needed. No quality controls were used. Requested return of suspect device and replacement was sent.